Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to a competitor meter result. The customer experienced a seizure and a loss of consciousness however, the customer was able to self-treat with food. Additionally, the customer was administered glucose infusion for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.